Event description:
Does not stay attached to the toothbrush and basically flies off of it - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head would not stay attached to the oral-b toothbrush and basically flew off of it. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.